Manufacturer narrative:
At aofas annual meeting 2018, it was communicated that a female in a study had initial resolution of symptoms, but her pain returned after six weeks. MRI showed the development of a stress fracture of talar neck at the bone-calcium paste interface. Once additional information becomes available, a supplemental report will be submitted.

Event description:
Poster presentation - stress fracture after scp.

Manufacturer narrative:
At aofas annual meeting 2018, it was communicated that a female in a study had initial resolution of symptoms, but her pain returned after six weeks. MRI showed the development of a stress fracture of talar neck at the bone-calcium paste interface. Once additional information becomes available, a supplemental report will be submitted. The sales representative attending the case reports that the surgeon continues to support the post-operative assessment reported in the discussion section the paper where iatrogenic over pressurization of the talus ocd most likely contributed to the clinical observation. As stated in the discussion section of the paper, a greater volume of accufill was injected into the talus than is recommended. Per the sales playbook for scp for foot & ankle recommends, "...1cc to 2cc is used for most single defects, it is rare to add more than 3cc to one single defect, but volume is dependent on defect size."

Event description:
Poster presentation - stress fracture after scp.